Event description:
It was reported that the ilet user experienced elevated blood glucose after a recent infusion set change when the caregiver observed the infusion set cannula not fully inserted; the infusion set was replaced, a fast-acting subcutaneous insulin injection was given, the ilet was disconnected for two hours per guidance, and glucose values trended down, consistent with an infusion set deployed incorrectly. Symptoms included hyperglycemia with a reported peak of 335 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of subcutaneous insulin pen. Investigation included interviews and analysis of information provided by the caregiver. Investigation of this case revealed no device problem was found; a usage problem was identified involving improper or incorrect procedure or method related to infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.